Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was achieved with a proglide device using the pre-close technique via a 6f sheath prior to an atrial flutter ablation procedure. Reportedly, no femoral angiogram or other imaging was taken to verify the puncture site. The suture of the proglide device were successfully pre-placed. The sheath was upsized to a size greater than 8.5f and the interventional procedure was completed. When attempting to close with the pre-placed proglide suture, the knot of the suture could not be advanced. The suture was removed and another proglide was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral vein was achieved with a proglide device using the pre-close technique via a 6f sheath prior to an atrial flutter ablation interventional procedure. Reportedly, the sutures of the proglide device were successfully pre-placed. The sheath was upsized to a size greater than 8.5f and the interventional procedure was completed. When attempting to close with the pre-placed proglide sutures, the knot of the suture could not be advanced. The suture was removed and another proglide was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, additional information was received stating that the maximum sheath size used was an 8f not greater than 8.5f.